Event description:
The customer reported that prior to an unspecified procedure, there was no picture and the screen would flicker on the subject device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no picture) was confirmed and found to be due to a printed circuit board failure. Service was able to determined there was moisture damage to the camera head. The moisture damage entered the device because the seals on the cable were no longer secure. In addition, service found liquid invasion in the charge-coupled device (ccd) unit, resulting in corrosion on the ccd unit ribbon. The cable at the connector was also corroded due to fluid ingress on the flat cable of the ccd unit that reached the plug connection. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely that the loss of image was due to water invasion in the charge-coupled device (ccd) unit. The root cause of the water invasion was unable to be identified. Olympus will continue to monitor field performance for this device.